Event description:
Elderly male with recent chest pain. Procedure: percutaneous intervention and coronary lithotripsy. The shockwave catheter sparked outside of the body, near the catheter connection. That catheter was removed and a new catheter was used with success.